Event description:
The facility representative reported a fail code 199 in event history/low lithium batteries. Information was not provided regarding whether or not the failure occurred during a patient infusion. Hosp rep stated that there were no reports of pt injury or medical intervention.